Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated detection of right ventricular (rv) lead noise and oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysist comments stated the sensing integrity count is 1676; lead impedance increasing to 1032 ohms; inappropriate detection and shock for lead noise.

Event description:
It was reported that the patient received inappropriate shocks due to noise on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).